Event description:
It was reported that the right ventricular lead had high threshold and no sensing. The lead was explanted and replaced. The patient was a participant in the discovery clinical study. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, but performance data was collected from the device and analyzed. Cardiac compass indicates the right ventricular (rv) lead was paced between 36 and 57% the three days while this lead was implanted. While the rv pace percentages after the lead revision on (B)(6) 2008 were practically zero; this behavior is consistent with a lead that is undersensing. Unable to confirm the capture threshold from the file. Save to disk file taken (B)(6) 2009. No other data was present on the file going back as far as this lead is concerned.